Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate atp and high voltage therapy. The episodes were due to atrial fibrilation with a rapid ventricular response. The device functioned as programmed. Reprogramming the device was recommended to adjust vt detection criteria to eliminate inappropriate atp and hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.